Event description:
The peritoneal dialysis (pd) patient reported trouble bypassing to fill because he was empty on the liberty cycler on (B)(6) 2012. The patient stated that the screen was not responding and he started the machine. The patient was unable to bypass. The patient stated he drains into drain bags in the bathtub. The patient re-setup with new supplies. The patient stated he was taking medication for peritonitis (diagnosed on (B)(6) 2012) and did not see any signs of fibrin in his lines or drain bag. The patient continued therapy with new supplies.

Manufacturer narrative:
Per the clinical investigation, the pd nurse stated the patient was given antibiotics to treat the peritonitis and was asymptomatic. The patient was able to continue therapy. As per the fmc associate medical director, peritonitis is a known complication of peritoneal dialysis, caused by a break in the sterile field and/or aseptic technique. There is no history of device malfunction or cassette leak which could have caused or contributed to this event of peritonitis. The actual device was not returned for evaluation. An investigation of the device manufacturing records was conducted. Therefore, the reported event could not be duplicated or confirmed. A batch record review was conducted and confirmed there were no deviations or non-conformances. Product labeling, material, and process controls were within specifications. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding complaints of deaths or serious injuries received between (B)(6) 2011 to (B)(6) 2013.